Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-30. H6: investigation summary customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 0041226. Customer states that there is a plastic shaving inside. The returned syringes were examined and exhibited a hard piece of plastic inside the barrel. Customer states that the plunger cannot be fully depressed. The returned syringe was tested and the plunger was able to be exercised in the barrel without any observed defects. Customer states that the syringes are dull. The returned syringe was tested for point geometry, lube, and cannula od (specs: outer diameter for 30g: 0.0120¿-0.0125¿). The point exhibited proper geometry, the od was measured 0.0121¿, and sufficient lube was observed. All observations fall within specifications. A review of the device history record was completed for batch# 0041226. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200878340, 200878718] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure of plastic inside the barrel. Bd was not able to duplicate or confirm the customer¿s indicated failure hat the plunger cannot be fully depressed. Bd was not able to duplicate or confirm the customer¿s indicated failure that the syringes are dull. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the barrel cleaning dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0083507 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled from 24mar2020 thru 16apr2020 during the manufacturing process, the following inspections are completed on regular intervals: 1. Visual inspection every 30 minutes (at printer operation): fm (foreign matter) in ID of syringe or in the fluid path. 2. Visual inspection every 2 hour: fm in ID of syringe. If a defect is found during an inspection a quality notification is initiated notifications were reviewed, and no nonconformances were noted from 24mar2020 thru 16apr2020 that would cause excessive lubricant. Root cause: maintenance dispatch (l2l) #94188 was created on 11apr2020 for broken air jet at prep dial. Corrective action: repaired the air jet.

Event description:
It was reported that the bd ultra-fine¿ ii syringe 0.5ml experienced foreign matter contamination. The following information was provided by the initial reporter: I have been using syringes for over 45year for my type 2 diabetes. Over the years I have had a small percentage of defective syringes. Lately I have had more than usual ( dull syringes). Today I went to use one that appears to have plastic shaving inside using up about 3 units so the plunger can not be fully depressed.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ ii syringe 0.5ml experienced foreign matter contamination. The following information was provided by the initial reporter: I have been using syringes for over (B)(6)-year for my type 2 diabetes. Over the years I have had a small percentage of defective syringes. Lately I have had more than usual ( dull syringes). Today I went to use one that appears to have plastic shaving inside using up about 3 units so the plunger can not be fully depressed.